Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected absence of occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not bolusing at all. The customer¿s blood glucose level was 298 mg/dl at the time of incident. Customer performed troubleshooting. Customer also did self test, however no alarms or alerts at all. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.